Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2018. The patient remained asymptomatic: drain 0: 59ml fill 1: 2002ml drain 1: 1405ml fill 2: 2002ml drain 2: 2789ml fill 3: 2002ml drain 3: 1639ml fill 4: 1995ml drain 4: 3981ml the reported drain volume of 3981ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2018. The patient remained asymptomatic: drain 0: 59ml fill 1: 2002ml drain 1: 1405ml fill 2: 2002ml drain 2: 2789ml fill 3: 2002ml drain 3: 1639ml fill 4: 1995ml drain 4: 3981ml the reported drain volume of 3981ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.